Event description:
During routine pump replacement surgery, the healthcare professional (hcp) discovered that the old pump was in two pieces in the pump pocket; the catheter access port had completely separated from the pump. The pump was replaced. The pump was used to deliver hydromorphone (10 mg/ml), bupivacaine (22.5 mg/ml), and clonidine (375 mcg/ml) at a rate of 4.5 mg/day. The patient returned home following the surgery.